Event description:
Caller reported a malfunction on the pump, and the malfunction code was identified as malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted in resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if the issue reappeared. The customer acknowledged and understood the instructions provided.